Manufacturer narrative:
There is no patient information nor details of the event known at this time. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The device manufacture date is not known. The user¿s complaint was confirmed. Upon inspection, the device yielded no image when plugged in. This was due to shortage in cable. The rear cover labels were also faded. There were no other issues. In conclusion, the cause for the shortage in cable could not be determined.

Event description:
As reported for this event, during an unknown diagnostic procedure the device yielded no image when plugged in. There was no reported adverse impact to the patient.